Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and tested by pressurizing the balloon. No balloon rupture was confirmed; however, a leak was confirmed when fluid was visible coming from the catheter tip and guide wire exit notch. The device was dissected, which revealed a tear in the inner shaft 7mm in length. While a search of the lot history record and a search of the complaint database indicated no related non-conformances, an investigation was opened into the cause of the leak. Further assessment of this issue per site operating procedures was performed and concluded there is no evidence to suggest a potential product deficiency. This issue will continue to be monitored per site procedures.

Event description:
It was reported that during a procedure of the moderately calcified proximal left anterior descending (lad) artery, while post dilatating the stent the 3.5 x 30 mm trek balloon dilatation catheter (bdc) was being inflated to 18 atmosphere (atm) when the balloon ruptured without incident. The device was removed a different balloon was used to complete the dilatation without event. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - above rated burst pressure (rbp). Evaluation summary: the device was returned for evaluation. The reported balloon rupture could not be confirmed; however, analysis noted a longitudinal tear in the inner member between the balloon markers. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the instructions for use states: balloon pressure should not exceed the rated burst pressure (rbp). Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.